Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient went into surgery to for a generator upgrade and the surgery took twice as long as expected. The patient¿s spouse was told that they were unable to do three wires as the patient¿s vein was damaged, and therefore only did two wires. The patient¿s spouse also stated that they were told from the surgeon that the cat (chloramphenicol acetyl transferase) scan showed that it was not as bad as they thought and the patient would be okay. Follow-up information was obtained and it was reported that the physician was unable to cannulate the cs (coronary sinus). The physician was unable to pass the guidewire wire into the ivc (inferior vena cava) and could not advance the sheath. After multiple attempts to pass, contrast was injected to determine why. It was found to be a possible small dissection of the svc (superior vena cava). The case was then downgraded from a cardiac resynchronization therapy defibrillator (crt-d) to a dual chamber implantable cardioverter defibrillator (ICD). An echo was performed in the lab and no pericardial effusion was detected. No further patient complications have been reported as a result of this event.